Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that the oval piece at the bottom is sticking out under the battery. The customer stated that she has to tape it up. The customer stated that the drive support cap is not sticking out. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.